Event description:
Boston scientific crm received information that the device pocket area where this cardiac resynchronization therapy defibrillator (crt-d) was located was infected. The physician elected to explant this device, and the associated leads. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.